Event description:
Serious health breast implant. I started with cognitive problems, muscle pain, breast pain, immune system attacking itself, burning feet, muscle spasms, gerd, ibs, numbness chronic fatigue, severe inflammation, night sweats , faintness, anxiety, depression, panic attacks, mind fog, lost train of thought, lupus-like symptoms, ulcers in my mouth , chemical and drug sensitivity, high blood pressure, high cholesterol, weight gain, severe abdominal pain, lower back pain, pain symptoms come and go and move around. I have many documented test from 2016-2020. FDA safety report ID #: (B)(4).